Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens. The lens was removed due to the surgeon decided to implant a three piece lens. The lens was lost at the facility.

Manufacturer narrative:
(B)(6). Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens was lost at facility. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).